Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that nsln episodes were observed due to intermittent undersensing. The patient had received patient notifier previously for nsln. Reprogramming was performed.